Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: bi71000483, serial/lot #: unk. Onsite functional and visual examination was performed by a manufacturer representative. The x-stage cover was noted to be damaged causing the reported issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was not docking properly.